Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device active blade broke off of the jaw. They removed the blade from the pt through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.